Event description:
It was reported that after percutaneous transluminal coronary angioplasty of the right coronary artery, arteriotomy closure of the common femoral artery was attempted using a perclose proglide device. Reportedly, after advancing and tightening the knot to the arteriotomy, bleeding continued. Leaving the suture in the arteriotomy, manual arterial compression and a hemostatic bandage were applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Although it was reported that after advancing the knot to the arteriotomy, bleeding continued, the device was received with a link break, which is not consistent with the reported event because the suture would not be able to be deployed to be advanced to the artery. Based on a visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.